Manufacturer narrative:
A steris service technician arrived onsite to inspect the table subject of the reported event, and through follow up the technician learned that the reported event associated with this serial number occurred in 2012. No patient involvement has been associated with the reported event. Steris was not made aware of the reported event at the time the event occurred. A review of service records does not indicate that steris was ever contacted about the reported event prior to receiving the medwatch report in reference. The 5085 surgical table subject of the reported event has since been removed from service and is no longer located at the user facility.

Event description:
The user facility reported via medwatch report mw5116424 that "four different steris 5085 bariatric surgical tables allowed the tabletop to move in an uncontrolled manner." No report of injury.